Event description:
It was reported that the both intermittent catheters were hurt and were difficult to put in. The patient stated item intermittent catheter was messy after popping the burst packet . They sent the patient samples of different catheters so they could find a product they could use. No medical intervention was reported. Per clarification mail received on 24mar2023, theses catheters hurt, were difficult to inset, and messy after popping the burst packet. Per clarification mail received on 29mar2023, the patient reported that the rtu14m was messy after popping the burst pack. Per clarification mail received on 19may2023,product was used for female.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the both intermittent catheters were hurt and were difficult to put in. The patient stated item intermittent catheter was messy after popping the burst packet. They sent the patient samples of different catheters so they could find a product they could use. No medical intervention was reported. Per clarification mail received on (B)(6)2023, theses catheters hurt, were difficult to inset, and messy after popping the burst packet. Per clarification mail received on (B)(6)2023, the patient reported that the rtu14m was messy after popping the burst pack.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.